Manufacturer narrative:
(B)(4). The device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test. The device met volumetric accuracy and temperature performance specifications. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. A service history review was done and no issues were identified that may have contributed to the issue of iipv. The assignable cause of the additional iipv was determined to be: insufficient drain: one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of the home choice device an increased intraperitoneal volume event was found in the therapy logs that occurred on (B)(6) 2010 during cycle 3, ultrafiltration volume was 1253 ml and the drain volume was 2400 ml. This event meets overfill criteria.